Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). The patient called back stating they called like 3 times trying to get a rep to call the patient to set up an appointment for the rep to fix their device. The patient said their hcp would not page the rep. It was reviewed an email was sent to the rep yesterday and the hcp needs to contact the rep if patient does not hear back from the rep soon. The patient does not have a device managing hcp and would like to meet with a rep at a primary hcp. It was reviewed the rep might not be able to go to primary hcp and the patient needs to find an hcp who is familiar with the ins. The patient was offered hcp listings but the patient denied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reports her battery has not worked in awhile approximately 8-10 months. Pt states she has a new hcp. Pt states she has been on the road and doesnt have a hcp and taking lots of pain pills and now needs to get thing started. Pt states her device has been charged but just doesnt work. Pt has kept unit charged as well as tried different groups and programs the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No new information was received. Additional information was received from the patient. It was reported that the patient said their ins is showing that it is charging, but it will not turn on or provide stimulation. The patient said the last time they successfully charged and experienced stimulation was 3 months ago. The patient was redirected to their healthcare provider to further address the issue.